Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).

Event description:
The complainant reported that the physician was attempting to implant an obtryx sling system-halo in a female pt. During the procedure, the association loop was reported to have broken. The complainant was unable to report if the association loop just split in half or if any portion of it detached from the device. There were no indications from the complainant of any adverse affect to the pt as a result of this reported event.